Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm approximately 1 month ago. The distal aorta was over 3 cm long and very narrow with stenosis, and 14 mm in diameter. Iliac arteries were mildly tortuous and mildly calcified. It was reported prior to implanting the talent bifurcated stent graft non-contrast CT was performed and the anatomy was not completely visualized. During the procedure, the talent bifurcated stent graft was delivered and implanted without issues, but the intra-operative angiogram revealed a narrow distal aorta, which could only accommodate 1 iliac limb. The physician decided to convert the bifurcated stent graft to an aui and perform a fem-fem bypass. Another manufacturer's converter was implanted; however, it not long enough to reach the end of the bifurcated stent grafts ipsilateral limb, therefore, a talent iliac limb was then successfully implanted in between the converter and the bifurcated stent graft. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(B) (4): eval results: long and narrow distal aorta anatomy was not visualized/appreciated, because a non-contrast CT was performed. (B) (4) (second intervention).